Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a laparoscopic assisted distal gastrectomy, after connecting to the device and checking the opening and closing, and when trying to fire with the tissue clamped, the knife did not advance. When checking the reported product, the root staple was slightly pushed out and stuck, it was considered that pre-fire occurred. Another device was used to complete the case.